Event description:
It was reported that the device is oversensing in the ventricle, near the atrial event. In combination with the normal ventricular sensed event, this was producing short interval counts (sic). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.